Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture threshold. The patient had mention that the patient had passed out at home, supposedly while driving. Subsequently, it was noted that the incident was related to his blood pressure and not device related. The patient also experienced chest pain, indicative of possibly a lead issue in bipolar, there was no chest pain in unipolar. The patient will be scheduled for an office follow up and have an x-ray to rule out perforation. Additionally, a CT scan was performed and did not show perforation. This patient is dependent. No adverse patient effects were reported. This device remains in service.